Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported a kinked cannula on two separate occasions, once about 5 weeks ago and once about 1 week ago before this report. When the event occurred for the first time, the blood glucose level at the time of event was 525 mg/dl. She even had elevated ketone level but did not recall the level. As a corrective treatment, she received bolus via pump and went to emergency room (ER). The ER staff determined cannula was still in her body and it was removed. She was given intravenous insulin drip in the ER. When she left ER, the blood glucose level was 366 mg/dl. Though the blood glucose level was coming down however, she was still not feeling well. She did not notice any damage when the package was first opened. The infusion set had been used for 1 day. The patient was in hospital for 3 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.